Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 40 year-old female patient who had essure inserted (lot no. B60753) for permanent contraceptive tubal implant. The patient had a medical history of obesity, smoker, appendectomy and c-section. Previously administered products included: iud nos. The patient had a family history of thyroid disorder (mother, aunt maternal, sister). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 2941 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on 18-jan-2022: impression : no acute findings. Mild submucosal fat deposition s noted in the proximal colon. This 3 a nonspecific finding, but likely represents. Sequela of prior colitis [hysterosalpingogram] on 18-apr-2014: essure coils are identified. There is no contrast identified within the left fallopian tube and very minimal volume of contrast identified in the very prosimal portion of the right fallopian tube, [pathology test] on 12-may-2022: final pathology report: uterus ,cervix ,fallopian tube, hysterectomy and bilateral salpingectomy uterine weight cervix mild acute and chronic cervicitis with surface erosion and metaplasia endometrium, proliferative pattern endometrium with stromal breakdown myometrium: no pathologic changes serosa : no pathologic changes fallopian tube: being fallopian tube tissue ondosalpingiosis and refractile foreign material with associated foreign body response comment : history of plevic pain, patient 39 year old gross description : fallopian tube find silver metallic coils within the lumen,consistent with prior surgical essure. Lot number: b60753 manufacture date: 2013-08-15 expiration date:2016-08-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 40-year-old female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criterion intervention required), 12 years after insertion of essure. The patient was treated with surgery (hysterectomy - uterus & cervix). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4383 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 40 year-old female patient who had essure inserted (lot no. B60753) for female sterilisation. The patient had a medical history of obesity, smoker, appendectomy and c-section. Previously administered products included: iud nos. The patient had a family history of thyroid disorder (mother, aunt maternal, sister). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 2941 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2022: impression: no acute findings. Mild submucosal fat deposition s noted in the proximal colon. This 3 a nonspecific finding, but likely represents. Sequela of prior colitis. [Hysterosalpingogram] on (B)(6) 2014: essure coils are identified. There is no contrast identified within the left fallopian tube and very minimal volume of contrast identified in the very prosimal portion of the right fallopian tube, [pathology test] on (B)(6) 2022: final pathology report: uterus ,cervix , fallopian tube, hysterectomy and bilateral salpingectomy uterine weight. Cervix mild acute and chronic cervicitis with surface erosion and metaplasia endometrium, proliferative pattern endometrium with stromal breakdown myometrium: no pathologic changes. Serosa: no pathologic changes. Fallopian tube: being fallopian tube tissue ondosalpingiosis and refractile foreign material with associated foreign body response. Comment: history of plevic pain, patient 39 year old. Gross description: fallopian tube find silver metallic coils within the lumen,consistent with prior surgical essure. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Lot number added. Surgical pathology report, medical history, concomitant condition, historical drugs and reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.